Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer¿s representative (rep) a consumer was trialed with one lead for bilateral neuropathic leg pain. The trial was completed successfully. Following the trial, in post-operative programming, the consumer couldn¿t feel paresthesia so programming changes were made. The consumer complained of severe pain so the lead was removed. Following this the consumer complained of loss of feeling and motor function in their legs. An MRI was performed and an epidural hematoma was discovered from t3 to l1, resulting in surgical intervention and the consumer being transported to the hospital. It was unknown if the issue was resolved, but the consumer was using a walker at times. Current status was listed as ¿alive-with injury.¿ no outcome or further details were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.